Event description:
Health professional reported allegedly the lap-band device was explanted and replaced due to the pt experiencing "reflux and dysphagia." An "(B)(4) study" was conducted indicating "gastric band prolapse." Additional info has been requested from the physician, but has not been received at this time.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Band slippage, reflux and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, reflux and dysphagia as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."